Manufacturer narrative:
The device was not returned for evaluation; however, an image from the site was received. The reported "plastic" appeared to visually align with the ptfe inner core, which is a process aid used during manufacturing and removed. Controls and inspections are in place to mitigate this occurrence and an internal nonconformance was initiated to further investigate. If further information is received a follow-up report will be submitted.

Event description:
Customer removed the catheter after aspirating. On the back table, as the customer was flushing the aspirate through the filter basket, a long string of what appears to be plastic came out longitudinally. No patient impact or injury was reported.